Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature of the device is damaged. Size was verified using the height (height gage and granite block) and width (calipers) from the print attached to the DHR. Both measurements were in conformance to the print review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the during the surgery the surgeon could not get the liner to sit into the cup even after multiple attempts. The surgeon asked for a new neutral liner. He proceeded with the new liner and had no problem getting it to assemble to the cup. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.